Event description:
The liquid spontaneously came out of the balloon causing it to empty.

Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined radiographically and/or endoscopically, as this is indicative of a balloon deflation. It is necessary to replace a balloon which has spontaneously deflated. Complications- possible complications of the use of the spatz3 adustable balloon system include: balloon deflation and subsequent replacement.